Event description:
Patient contacted dexcom technical support on 02/18/2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient claimed the device read 300 while the fingerstick value was 151. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.